Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: promus element plus, mr, ous 3.00 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of proximal stent damage with struts pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13sep2019. It was reported that crossing difficulties occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, >90 degree bend, 3.50mmx20mm target lesion was located in the severely tortuous left circumflex artery (lcx). The physician first attempted to use a promus element plus 3.5x24, but due to tortuousity of the artery, significant resistance was felt while advancing the device, and it would not navigate through the lesion. After trying with the same device a couple of times, the physician then opted to use a promus element plus 3.00x24 and then a promus element plus 3.00x20 but both of the devices could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, the returned product analysis revealed stent damage.